Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings:.during investigation, there were no errors, alarms or warnings (eaw) related to loss of prime (lop) in the black box. Investigation testing was unable to duplicate ¿eaw 162¿ l.o.p. During basal duration testing . Force sensor calibration test confirmed the force sensor is within spec. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.